Event description:
It was reported that the coil broke at its detachment zone while it was inserted and remained inside the catheter. It stretched when the physician tried to remove it. Later in the case two other coils were successfully placed.